Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid drainage. The cause of the peritonitis was not reported. It was reported the patient ¿visited¿ the hospital; however, it was not reported if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.